Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. Customer's other blood glucose value: 200 mg/dl, 211 mg/dl. The customer treated low blood glucose with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Customer was not alleging that the insulin pump was over delivering. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for the analysis.